Event description:
Reportedly, this device was explanted at implant due to after coming off pump, the physician noted that one of the leaflets was not moving so there was mitral regurgitation as noted on echo.

Manufacturer narrative:
Device not returned.